Event description:
It was reported that the patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) implanted. After the procedure, the patient had a six week follow-up appointment where the nurse was having difficulty inflating the device, and the patient was experiencing pain. Now, the patient is experiencing difficulty with the valve jamming and the device not pumping. The pump was hard, but fluid was transferred to the cylinders. The patient suspects that there is a problem with the ipp and will be meeting with the nurse again. There has been no surgical intervention at this time, and there were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to have an inflatable penile prosthesis (ipp) implanted. After the procedure, the patient had a six week follow-up appointment where the nurse was having difficulty inflating the device, and the patient was experiencing pain. Now, the patient is experiencing difficulty with the valve jamming and the device not pumping. The pump was hard, but fluid was transferred to the cylinders. The patient suspects that there is a problem with the ipp and will be meeting with the nurse again. There has been no surgical intervention at this time, and there were no additional patient complications reported.